Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient cannot feel stimulation using four of her six programs. It was also reported, the patient is experiencing intermittent stimulation. Follow-up identified surgical intervention involving the scs ipg will be taken at a later date (reference MFR report: 1627487-2013-23309).